Event description:
It was reported that intermittent occlusion alarms occurred.  There was no adverse impact to customer¿s blood glucose level. Customer to replace supplies as necessary and resume insulin.